Event description:
The haptic of the lens broke off in the injector when it was being delivered to the eye through the delivery device. Another lens was used to complete the procedure.

Manufacturer narrative:
See MDR 1920664-2007-00581 for intraocular lens used with this delivery device.